Event description:
The complaint reported that a nurse stated that the cam02 inter-cranial pressure and temperature monitor unit was broken. It is unknown if there was any patient contact . No injury, or death alleged. It is unknown if there was any surgical delay. Request for additional information was sent.

Manufacturer narrative:
Investigation completed 6/07/17. Method: device history review. Trend analysis. Failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2012 ¿ oct. Service history review: service history was reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿monitor broken¿ in the search criteria. The review encompassed dates 29-may-16 to 29-may -17. There was only one complaint which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jun 16 to may 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (1) can therefore be calculated as (B)(4)% ((B)(4)) (remote) of procedures. The product was returned to the service centre for evaluation which was unable to conclusively verify the complaint as valid. Unit passed all incoming tests. Completed monitor functional tests; all test passed. Conclusion: the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed.